Manufacturer narrative:
The device was received and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Leak test, pressure test and clear passage test were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set was unable to prime and experienced backflow. The nurse stated that medication from secondary line was backflowing into the primary bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.